Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. During testing, the pump went 30 units prior to detecting the cartridge. During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the issue, the display screen was found to be dim and miscolored and the battery compartment was found to be cracked.